Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was confirmed that guidewire was stuck in lead when removing proximally due to a hook-like at tip of guidewire. However, the guidewire was able to remove from lead distally. No obstruction in lead lumen was observed. Damage to tip of guidewire may have been a result of handling.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted as the whisper wire got stuck inside of the lead. This lv lead was never in service. No adverse patient effects were reported.